Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose greater than 370 mg/dl with polyuria and polydipsia associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and received phone advice from their health care provider and insulin via their pump. During troubleshooting with customer technical support, it was noted that in the morning, the patient¿s blood glucose was 112 mg/dl, a bolus was given and the bg was >370 mg/dl. The patient¿s bg came down to 101 mg/dl by the end of the call. The patient stated that they had surgery 2 weeks prior and was making changed to the basal rates; overriding dosages recommended by the bolus calculator feature. This complaint is being reported because the patient experienced hyperglycemia associated with user error and not a pump malfunction.